Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a lobectomy. The device was fired on the pulmonary parenchyma with no issues but then became locked on the tissue. The flap used to open the load was blocked or had to have excessive force applied to remove the device. They needed to open the patient, extending the operation time by more than 30 minutes and the incision. Once converting to an open procedure three surgeons were needed to apply the force necessary to retract the blade and remove the device. The hospitalization was not extended due to the event. The incision was extended to convert the procedure to open, due to the difficulty in opening the device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a lobectomy. The device was fired on the pulmonary parenchyma with no issues but then became locked on the tissue. The flap used to open the load was blocked or had to have excessive force applied to remove the device. They needed to open the patient, extending the operation time by more than 30 minutes and the incision. Once converting to an open procedure three surgeons were needed to apply the force necessary to retract the blade and remove the device. Patient status is alive, no injury.